Event description:
The report received from the affiliate indicated that the luer hub of the cypher select plus 3.5 x 18 mm stent delivery system (sds) was chipped/cracked. The issue was noted prior to use in the patient. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.